Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The reporter stated the cause of the peritonitis was ¿possibly due to eating crabs¿ (no further detail was provided). On unreported date(s), the patient began treatment for the event with unspecified antibiotics (doses, frequencies, and routes not reported) and the patient was recovered from the peritonitis event. It was not reported if the patient was hospitalized for the event. At the time of this report and during treatment, pd therapy was ongoing. No additional information is available.